Manufacturer narrative:
(B)(4). Approximate age of device - 2 days. The patient remains ongoing on lvad support. A correlation between the device and the reported visual deficit could not be conclusively determined. The instructions for use lists neurological dysfunction as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist (lvad). It was reported that the patient's left field of vision was cut postoperatively. A neurology consultation found no other neurological deficits. The patient had equal strength bilaterally. No medication changes were made. The lvad was reported to be functioning as expected. The patient was monitored; the visual deficit remains, but the patient progressed well and was recently discharged. No additional information was provided.